Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft and vela suprarenal on (B)(6) 2016. Endologix became aware of a complaint against our device on (B)(6) 2018 when the patient presented at (B)(6) with a contained rupture. After transfer to (B)(6), it was determined there was no rupture but a type 2 endoleak and a potential mycotic aneurysm. Aspiration was done and the fluid sent in for culture, but the results are still pending.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: infection (mycotic aneurysm) and type ii endoleak from the inferior mesenteric artery. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. There were no procedure related harms for this complaint. The final patient status was discharged home with hospice on the fifth post operative day. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received confirming that the type ii endoleak and mycotic aneurysm were diagnosed by CT, then it was aspirated. The patient is experiencing pain from the inflammation and it is unknown if any medication was administered.